Manufacturer narrative:
On 28 april 2017, the r&d project manager performed a visual inspection of the retrieved item and commented as follows: tibial loosening in cemented tka at one year. According to the x-ray imagines, the cementation result seems to be rather unsatisfactory on either side (femoral and tibial), although according to report only the tibial component was loose. Visual inspection of the component doesn't highlight any defect in the explanted devices, which might have led to cementation loosening. Scratches can be observed on the component but they mainly affect the articular surfaces, they have been realistically generated during implant removal. The reasons for such debonding are normally to be sought in the cementing technique or cement conditions at the time of implantation, no reason to suspect a defective prosthetic device caused this problem.

Manufacturer narrative:
Batch review performed on 21 november 2016. (B)(4). On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening in cemented tka at one year. The cementation result looks rather unsatisfactory on either side (femoral and tibial), although according to report only the tibial component was loose. The reasons for such debonding are normally to be sought in the cementing technique or cement conditions at the time of implantation, no reason to suspect a defective prosthetic device caused this problem.

Event description:
The patient came in complaining of chronic pain. The surgeon noticed that the tibial component was loose. The implant debonded from the cement. The surgeon revised all implants. The surgery was completed successfully. X-rays are available. Explants are not available.